Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. In the analysed case, the ceiling lift had not yet been officially commissioned, as its installation was still in progress. The lift was used because staff believed the installation had been completed and wanted to test the device. It fell from the rail because the end stopper had not yet been tightened by a third-party contractor (not arjo), who was still on-site working on rail installations in another room. The end stopper is the ceiling installation component, which prevents the lift from falling off when it reaches the rail¿s end. According to maxi sky 2 instructions for use (IFU, 001-15698-en) ¿all rails must be closed and secured with end stoppers or connected to other closed rail components.¿ ¿warning: before each use, make sure all end stoppers are in place to prevent a fall risk.¿ the procedure for correctly attaching the installation components is described step by step in the track installation guide (document number: (B)(4). There is "installing the end stopper" section which includes several steps: "1. Use the clip to attach the end stopper to the middle part of the track. 2. Slide the end stopper into the bottom cavity of the track, until you get the end of wire. 3. Insert the plastic end cap. 4. Push back the end stopper until it touches the plastic end cap. 5. Verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the set screw using a 6mm allen key 20 n-m (15 lbf*ft).¿ additionally, the document includes a note: ¿the following 5 points are extremely important. Never forget to securely install the end stoppers.¿ a reminder was conducted by the arjo representative to always install the end stopper when the maxi sky is being installed. The arjo device failed to meet its specifications, as the ceiling lift detached due to an untightened end stopper. The device was not being used for patient transfer at the time of the incident. The complaint was deemed reportable due to the lift detaching from the track.

Event description:
The maxi sky 2 ceiling lift detached from the rail and fell. There is no indication that a patient was involved, and no injuries occurred.